Event description:
Buddy wires can be either removed or left in place. Many times, to protect branches or as in this case, left in place to potentially facilitate additional stent deliveries if necessary. One usually removes the wires prior to aggressive post-dilation. This wire became entrapped just with stent deployment at nominal pressure without additional post-dilation. Remove the viper wire. The floppy tip of the viper wire became dislodged, trapped between the stent and the vessel wall.